Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that the core micro drill got hot during testing. There was no patient involvement; no adverse event was associated with the device.